Event description:
The core impaction drill overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal component of the device.